Event description:
It was reported that the device had a positive background test alarm. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device showed tamper seals were broken on both bottom and plunger assembly and chipped out on lower right front corner of top case also cracked on right plunger case. The history log confirmed positive supply background test. The device was tested using the power up process. During testing positive supply bgnd test was found during power up. It was also noted the main board no longer works properly as a result of normal wear. The pump is over 15 years old. The root cause was confirmed to be normal wear. The technician replaced main board. Performed power up process and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).